Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the procedure being performed was a lower limb de-blocking. When the operator removed the angio-seal anchor from the packaging, the anchor was pulled out of the sheath with the protection of the anchor remaining in the packaging. There was no consequence for the patient. There were no other devices or equipment being used with the angio-seal device as it was found before use/during preparation.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. A correction is being provided. In follow up no. 1, additional information was inadvertently entered in other relevant history. However, the correct section is event. One 8fr angio-seal sts plus device was returned for evaluation. The device was returned with the hemostasis sheath, arteriotomy locator, carrier tube, and bypass tube. The carrier tube assembly was returned along with a completely opened aluminum foil pouch. Visual inspection revealed the bypass tube was completely detached from the main body of the carrier tube assembly and the anchor was exposed. No other visual anomalies were noted with the returned components. Dimensional testing was conducted. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the manufacture specification. The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.314" which was within the manufacture specification. All measurements were within the manufacturer specifications. No functional testing was performed due to the collagen had expanded as it was likely to exposed to moisture and bypass tube could not be reinserted over the carrier tube. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on january 9, 2019. A second angio-seal device of the same lot number as the reported device was used to achieve hemostasis. The patient was reported to be stable and the procedure outcome was successsful.